Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went on site to test the imaging system and found that the door would not open. Excessive force had been used while attempting to open the door, resulting in damage to the door winch assembly, sheared door slides, and related components. The damaged parts were replaced, and the door now checks ok. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, product ID: bi71000429, product ID: bi71000166, product ID: bi71000203, product ID: bi71000202, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was difficulty opening the gantry after a spin. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. Troubleshooting the bed was disassembled to remove the patient; however, the gantry did not open fully. A loud pop was heard while performing the emergency door opening procedure.

Manufacturer narrative:
The component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint. Test winch motor with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows the center cog idler gear mount was bent, damaged and the center cog gear was missing/ not returned. Kink was in the returned portion of the cable. B01,c07,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6) rev. K. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.